Event description:
Patient was brought to the electrophysiology (ep) lab for atrial fibrillation ablation. During procedure, after insertion of the ablation catheter, there was no signal or communication with the mapping system. Catheter was removed with no damage to catheter noted. It was replaced with new catheter with no issue noted. Delay resulted in 5-minute procedure delay with patient under anesthesia.